Event description:
Pt underwent cataract surgery on 04/01/98, and implantation of a staar model aa-4203v intraocular lens in the right eye. The surgeon stated that the lens was inserted and the haptic and the optic went into the vitreous. There was a small hole in the capsule. The tear was not noticed prior to lens insertion. The lens was removed an anterior vitrectomy was done and the surgeon implanted a "pmma" lens in the sulcus.